Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned broken. Visual inspection observed that the catheter was damaged at the middle section and broken; however, the hub section look in good condition and has no evidence of visible defects, no other anomalies or damages were encountered. Water was injected using a syringe through the catheter upon functional inspection. No leaks were noted at the hub section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 10apr2017. It was reported that a hub leak occurred. An 8.3 flexima¿ was selected for use. After nephrostomy tube insertion, it was noted that the hub was leaking. No patient complications were reported. However, device analysis revealed a break in the middle section.